Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. Patient alleged having black lungs, throat cancer, spot on liver and cyst on left kidney. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging black lungs, throat cancer, spot on liver and cyst on left kidney related to a bipap device's sound abatement foam. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Manufacturer narrative:
Additional information was received on october 09, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging black lungs, throat cancer, spot on liver and cyst on left kidney related to a bipap device's sound abatement foam. Additional information was received about the alleged headache, dizziness, kidney disease/toxicity, liver disease toxicity, cancer, small cell carcinoma, nausea, vomiting, nose irritation, eye irritation, respiratory tract irritation and other. Section e1 was updated in this report. Section h6 health effects: clinical codes were updated.